Event description:
Device #1 malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the device was removed from the vessel without completely parking the foot, which enlarged the access site. The arteriotomy site did not close completely. The suture was removed and a second perclose a-t was attempted, but hemostasis could not be achieved. Manual compression was applied for 1.5 hours to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with any additional relevant information. Device #2 perclose a-t, part# 12337-06, lot# 73059-6h, is being filed under separate manufacturer report number.